Event description:
It was reported that the patient experienced a systemic infection caused by bacteria growth on the leads. The implantable pulse generator (ipg) device and leads were removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (ipg): (B)(6) 2012. (B)(4).